Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was incorrectly displayed. In addition, it was reported that the usb cable did not charge the pump. Customer was able to successfully charge the pump with an alternate usb cable. There was no reported impact to customer's blood glucose level.